Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to sub-optimal threshold measurement and sensing parameters. Attempts to reposition the lead did not resolve the issue. The lead was explanted and replaced with a passive fixation lead. No adverse patient effects were reported. The lead was discarded following the procedure and will not be returned for analysis.